Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) had the caregiver (cg) check the lines and the cg stated that an unused line clamp was open. The patient was connected either at the time of the alarm or observed air. The patient line was primed properly before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.